Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure device noted to have perforated right fallopian tube') in an adult female patient who had essure inserted. The patient's medical history included tubal ligation on (B)(6) 2016 and endometrial ablation (novasure). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, enterolysis, and cystoscopy). Essure was removed on (B)(6) 2020. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter commented: discharge diagnosis: on laparoscopy, moderate omental adhesions to midline and left anterior abdominal wall. Omentum also adherent to posterior uterus. Right essure device noted to have perforated right fallopian tube. Tubes otherwise unremarkable. Ovaries normal. No pelvic endometriosis appreciated. On cystoscopy final vaginal speculum exam with well approximated and hemostatic vaginal cuff. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: fallopian tube perforation". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure device noted to have perforated right fallopian tube') in an adult female patient who had essure inserted. The patient's medical history included tubal ligation on (B)(6) 2016 and endometrial ablation (novasure). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, enterolysis, and cystoscopy). Essure was removed on (B)(6) 2020. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter commented: discharge diagnosis: on laparoscopy, moderate omental adhesions to midline and left anterior abdominal wall. Omentum also adherent to posterior uterus. Right essure device noted to have perforated right fallopian tube. Tubes otherwise unremarkable. Ovaries normal. No pelvic endometriosis appreciated. On cystoscopy final vaginal speculum exam with well approximated and hemostatic vaginal cuff. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: fallopian tube perforation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.